Manufacturer narrative:
(B)(4).

Event description:
It was reported that a battery longevity discrepancy was observed during routine follow-up. Device remains implanted. No further information available.